Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7x40 precise pro rx self-expanding stent (ses) unit was prepared and used in accordance with the instructions for use (IFU), but the stent was exposed during flushing. Therefore, the product wasn't available. There was no reported injury to the patient. The precise used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of precise and has used the device several times prior to this procedure. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no damage to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The percentage of stenosis was 80%. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. After further review of additional information received the following sections have been updated accordingly: b5, d3, g3, g6, h11.

Event description:
As reported, the 7 x 40 precise pro rx self-expanding stent (ses) unit was prepared and used in accordance with the instructions for use (IFU), but the stent was exposed during flushing. Therefore, the product wasn't available. There was no reported injury to the patient. The precise used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of precise and has used the device several times prior to this procedure.the product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no damage to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The percentage of stenosis was 80%. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 7x40 precise pro rx self-expanding stent (ses) unit was prepared and used in accordance with the instructions for use (IFU), but the stent was exposed during flushing. Therefore, the product wasn¿t available. There was no reported injury to the patient. The precise used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of precise and has used the device several times prior to this procedure.the product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no damage to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The percentage of stenosis was 80%. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7x40 precise pro rx self-expanding stent (ses) unit was prepared and used in accordance with the instructions for use (IFU), but the stent was exposed during flushing. Therefore, the product wasn¿t available. There was no reported injury to the patient. The precise used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of precise and has used the device several times prior to this procedure. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no damage to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The percentage of stenosis was 80%. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device will be returned for evaluation. A non-sterile precise pro rx us carotid syst was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, the outer sheath was noted with a kinked/bent condition located approximately at 22.5 cm from the distal tip. Additionally, the hypotube was found also kinked/bent approximately at 13.8 cm from the hub end. The unit was received with no stent mounted. The valve was found open. The unit did not present other damages nor anomalies at naked eye on the components inspected. Dimensional analysis was performed to verify the usable length of the device. Dimensional analysis results were found within specification. Functional analysis was not performed because the stent was already fully deployed upon receipt, rendering deployment simulation or in-situ performance testing unfeasible. Additionally, visual inspection confirmed that both the outer sheath and the stainless steel hypotube exhibited kinked/bent conditions. These types of mechanical deformations are known to impair proper device tracking and delivery, which can lead to premature or unintended deployment. A detailed inspection of the deployment mechanism was conducted, and no anomalies or malfunctions were observed in the handle components, including the tuning dial, deployment lever, and locking pin. Given the absence of abnormalities in the mechanism and the presence of structural damage that could independently account for the reported failure mode, further functional testing was deemed unnecessary and would not yield meaningful results. The reported "stent delivery system (sds) deployment difficulty-premature/during prep" could not be verified; although the stent was noted to be deployed, analysis cannot conclusively determine if the initiation was caused by user error or device malfunction. The hemostasis valve was noted to be open, this may cause a premature deployment during preparation and is listed in the instructions for use as such, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ consequently, the analysis cannot ascertain whether intentional deployment was initiated. The exact cause of the reported event remains inconclusive. Based on the available information, determining the root cause is difficult, although user handling factors during preparation may have contributed to the reported issue. Additionally, a kink was observed on the stainless steel hypotype and outer sheath of the delivery system during analysis. These types of mechanical deformations are known to potentially lead to premature or unintended deployment. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7x40 precise pro rx self-expanding stent (ses) unit was prepared and used in accordance with the instructions for use (IFU), but the stent was exposed during flushing. Therefore, the product wasn¿t available. There was no reported injury to the patient. The precise used in a carotid artery stenting (cas). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of precise and has used the device several times prior to this procedure.the product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no damage to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The percentage of stenosis was 80%. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device will be returned for evaluation.